Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two inappropriate shocks were noted when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A review of the stored episodes and x-ray by boston scientific technical services (ts) noted that the issue was likely due to air entrapment although this was difficulty to see on x-ray, but likely noted due to the stored episodes. The issue was resolved, and the s-ICD remains implanted. No adverse patient effects were reported.